Event description:
Pt was brought into ed for elevated blood glucose. Pt has niddm. Initial chemstrip at 1645 read "hi", which is well over 500. Blood sugar drawn at 1852 was 462. Pt was given reg. Insulin 10 u sq. At 1937 chemstrip was 445 so pt was started on an insulin drip IV. Blood sugar at 1933 was 431. At 2015 chemstrip read "hi", 2044 chemstrip 574, and 2146 chemstrip again read "hi". Insulin drip was titrated upwards for each chemistrip. Physician reordered the blood sugar after the last "hi" reading. Chemistrip at 2223 was 166 and blood sugar reported at 2230 was 88. Insulin drip was discontinued. Staff retrieved a different glucometer and obtained a chemstrip of 72 at 2300.